Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "line was placed, after removal of the guide wire, placer flushed the line and noticed saline on the outside of the line on the external part. The line was wiped and flushed again, but saline appeared again. The line was therefore removed due to fracture. They had to cut the line to be able to remove the part in the patient."